Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood tissue. The connector pin was able to be inserted and removed from the device header with no restrictions. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Additional information received indicated the event was due to the pacemaker and not due to the atrial lead.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or caused a serious event.

Event description:
During an exchange procedure, the lead was unable to be removed from the header. The ra lead was cut and replaced to resolve the event. The patient was stable.